Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used intra-operatively during a spinal procedure. It was reported that during an l4-l5 procedure, the screws were lateral 3-5mm. A schanz pin was placed in the left psis to mount the surgical system to the patient. The patient was positioned to be left side up. A 3 define scan and draw spine were completed and both were successful. Registration was achieved quickly and was accurate with all green levels. The right l5 screw had to be adjusted to be medial and inferior due to the screw being red. The surgeon instrumented the right l4 trajectory first and appeared to be accurate with fluoro. The surgical arm was sent to right l5 and the tools were out of bounds. The surgical arm could not be pushed in to allow for long tools due to the schanz pin being in the way. The screw trajectory was adjusted multiple times and multiple trajectories were attempted until the arm finally allowed for long tools to be used. The trajectory was drilled and appeared to match plan. Both k-wires were stemmed at 7, but appeared to be in the pedicles in both ap and lateral confirmation images. Both screws were then inserted. When inserting the right l4 screw, the k-wire bent and the surgical arm had to be resent to the trajectory to place another k-wire. The surgeon had to re-drill the trajectory because they could not push the reduction tube into the previous hole. During rod tightening, the right l4 screw appeared to have broken out of the pedicle so the surgeon decided not to instrument posterior and to go back and place 2 additional cage screws through the olif approach. The surgeon indicated that post-op imaging showed that both trajectories going in-out-in towards the "tp". The manufacturer representative and surgeon did not know the cause of the deviation. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
H3: a software analysis was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a rd workstation. Planning for the trajectories was reviewed and a skive potential was found at l5 right. The screw was planned to enter the facet on a cortical bone and have the potential for lateral skiving. Registration was uploaded, performed and validated to be accurate. The nature of the deviation was reviewed. The representative reported that a post-op scan was performed, but the post-op scan performed after the deviated screws were removed. The confirmation for the deviated screws is according to the canal that the deviated screws made. The surgeon took fluoro images during the case and confirmed that all k-wires were in place. After the k-wires were placed, and the representative reported that the k-wire of l4 right was pushed in and got bent. The surgeon removed the k-wire, sent the arm to l4 right and drilled a new pilot hole in order to insert new k-wire. The bent k-wire and the further insertion likely caused the patient to move from its original position due to force applied on it. When the surgical arm was sent the second time to insert the k-wire at l4 left the patient was not in its original position and the tools skived lateral. The anatomy shift can be observed in the different positions of the blunt during the insertion of the k-wires to l4 right. According to the provided images, the blunt looks closer inferior to the vertebra body by observing the tip of the blunt or by looking at the border anatomy of the pedicle. It needs to be noted that this is a two-dimension image, so the closeness of the blunt is in fact skiving of the blunt inferior and lateral, which correspond to the post-op images. Analysis reviewed all the provided information and concluded that the potential cause for the deviation at l5 right was due to skiving of the tools on the bone. The deviation noticed in l4 right was probably due to anatomy shift caused by excessive force applied on the patient and lateral-inferior skiving of the tools on the bone due to movement of the anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.